Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. All available information was investigated and the reported slda was due to challenging patient anatomy. There is no indication of product quality issue with respect to manufacture, design or labeling. The additional device referenced is being filed under a separate medwatch report.

Event description:
This is being filed to report that the clip detached from one leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was placed and deployed however before the gripper line was removed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). A second clip was implanted medial to the first clip. A third clip was implanted lateral to the first clip to stabilize it however again after deployment, it was noted the clip detached from the posterior leaflet. The procedure was completed at this time as the mr was reduced to 2. There was a clinically significant delay in the procedure due to the need to implant additional clips after the first slda. No additional information was provided.